Event description:
Pt woke up with a blood glucose level of 375 mg/dl. She kept administering boluses, but the level rose to 700 mg/dl. She had changed her cartridge the night before and her site that day. She went to the hosp and was treated for diabetic ketoacidosis with IV insulin.